Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed that the central control monitor (ccm) to locked up when dual in-line memory module (dimm) was agitated. Cleaning of the dimm edge connector solved the problem. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) intermittently turned off. The system was rebooted. The surgical procedure was completed successfully. There was a delay of less than an hour. There was no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
Additional information received indicated that the event occurred during set-up. Per clinical review: the central control monitor (ccm) on their heart lung machine (hlm) was failing to boot up. Prior to the known date of most recent occurrence ((B)(6) 2017), the perfusion team was able to cycle the power to the base and that cycling would enable the ccm to cycle on. During the incident in (B)(6) of 2017, the team tried to cycle the power a few times, and the ccm would not come on to working condition. This occurred prior to cardiopulmonary bypass (cpb), during the set up period for the procedure. The team had to get another hlm. According to the team, the surgical procedure was delayed an hour while they used a back up hlm. There was no harm to the patient and there was no blood loss associated with the event.